Manufacturer narrative:
The technician replaced the head down valve solenoid to repair the bed.

Event description:
Information received indicates the head section of the bed is drifting down slowly over several hours.